Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the senor cannula was missing. The customer¿s blood glucose level was 260 mg/dl at the time of incident. Customer stated the sensor had sensor updating. Troubleshooting was performed. The senor will not be returned for analysis.